Manufacturer narrative:
A device history review of the reported lot number did not reveal non-conformances that would have contributed to the reported event.

Event description:
It was reported that the device sucks air and there is no product output at the dropper level during a patient infusion. There was no reported blood loss, adverse operator consequences or medical intervention required. There was no harm to the patient reported. No additional information is available at this time.